Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a plum 360 was set to run 500 ml polyfuser saline for 6 hours, another staff nurse (sn) double-checked the settings and, at that moment, the setting was 5 hours and 58 minutes and sn confirmed that it was the correct setting at 1030h. At around, 1140h, informed by sn that the polyfuser bottle was empty. The pump alarmed at the end of the infusion. There was no difficulty in programming or initiating the infusion. There was patient involvement and no patient harm was reported.

Manufacturer narrative:
The complaint was investigated as a level 1 pci. The device was found with a fluid shield with a broken tab. The logs were downloaded and sent for review. Engineering reviewed the pump logs observing: it looks like the desired volume to be infused (vtbi) of 500 was accidentally input as the ml/hr rate resulting in delivery of about 500 ml in just under an hour. When the source container became empty the pump started pumping air and stopped the infusion with an air-in-line alarm. The pump performed as designed without error. The pump then passed functional testing (pumping with no alarms). The customer complaint was not confirmed as there was no problem found in both log review and testing.